Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and found the 3-way valve defective. The valve has been checked and cleaned. The technician performed a functional check and verify the full functionality of the unit. Functional description of the 3-way valve: the 3-way mixing valve regulating the water temperature according to the temperature set on the display by mixing cold and warm water. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the main circuit takes too much time to warm. No patient was involved the malfunction occurred during start up of the device. (B)(4).